Event description:
Technician found empty stretcher that brake casters not engaging when brake pedal set: determined that 3 brake casters were worn out. Installed 3 new brake casters, problem resolved repair complete. No negative impact on pt.